Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer¿s blood glucose level. Technical support provided information to reset the pump, and the caller successfully reset it with no recurrence of the malfunction code. The customer was advised to continue using the pump and to call back if any issues reappear.